Event description:
The hosp reported that, prior to an endoscopic vein harvesting procedure, as soon as the hemopro dc ext cable was plugged in to the power supply, the hemopro remained on "auto-on". Procedure was completed using another dc ext cable. The hosp reported no pt effects. Product will be returned. Replacement requested.

Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)